Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2020-19437. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted and replaced prophylactically during an atrial lead revision procedure. The atrial lead was capped and replaced for an unknown reason on (B)(6) 2020. The patient was stable.